Event description:
It was reported that an increase in capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found at 41 to 42.5cm from the connector pin. The etfe coating was intact and the rv coil was visible at this location. Electrical analysis found the lead shorted. An internal insulation abrasion was found underneath the rv shock coil. The etfe coating of one sensing coil was abraded at this location. This damage could cause the reported capture threshold anomaly.